Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was off and automatically turned itself on and started pacing a patient in an asyn mode. The clinicians attempted to turn the epg off with the mouse buttons but the buttons were unresponsive. Eventually, the clinicians were able to turn off the epg. The clinicians were advised to keep the epg out of service at this time. No patient complications have been reported as a result of this event.